Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous right superficial femoral artery. The 2x20mm x 142cm coyote es otw balloon was inflated twice (1st inflation 6 atms, 2nd inflation 6 atms) and ruptured on the second inflation. The procedure was completed with another device. No patient complications were reported and the patient condition is good.